Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1 initial reporter (full) phone number:(B)(6).

Event description:
The complaint/event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. A hole in the tubing was reported that led to leakage of an unspecified infusate. There was no report of human harm associated with this event/complaint.

Manufacturer narrative:
A picture was provided by the customer showing a black circle outlining a tube inside a plastic bag. Additionally, a used list #14687-15 primary plum set was returned for investigation. As received, a small cut was observed on the outgoing tubing of the cassette. The deformation on the tube had smooth edges, however they were not straight. The manufacturing process was reviewed and there are no sharp objects or instruments on the manufacturing floor capable of the observed damage as a preventative measure. The complaint of a hole in tubing resulting in leakage can be confirmed. The probable cause of the observed cut is unknown; however, it would have occurred outside of ICU medical control. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg:12aug2024.